Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet, small atrium. A steerable guide catheter (sgc) and a mitraclip xtw clip delivery system (cds) were prepared for use and the cds was inserted at a position where the blue line was less visible than usual. While adjusting the steerable sleeve (ss) handle, the first blue line was crossed without issue. However, the second blue line could not be confirmed, there was no resistance, and the appropriate adjustment with the ss handle had been performed, so the clip was advanced. However, after the clip was placed on the mitral valve, the clip deviated toward the cranial side, and further flexion was observed with m-knob manipulation, suggesting a miskey. Therefore, the clip was removed from the patient. A new mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, after removing the sgc from the left atrium, imaging revealed bounding of the fossa, and a bidrectional shunt was observed. It was noted that during the sgc passage, the fossa became slightly floppy and stretched, allowing resolution of the tenting and successful insertion. The patient was reported to be stable and discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.